Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. The charge profile revealed various times of erratic coupling or poor alignment of the charger to the ipg. The charge current sometimes reached 50ma the maximum, indicating good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. The device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The patient is reportedly doing well following the procedure.